Event description:
Cardinal health 180ml formalin containers leaking into specimen bags. Specimen containers are secured tightly. Leaking specimens pose a risk to patient safety (loss of specimen or degradation of specimen) and a safety risk to laboratory and transport personnel. No specimen loss has been reported. This facility has noted this concern with lot #s 147412, exp 09/28 and 145992, exp 09/28. Reference report: mw5168882.